Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: during investigation, the pump was returned with the normal bolus, audio bolus, reminder, warning, alarm/error sound features set to vibrate and the temp basal was set to off. The pump booted to the verification screen with audible and vibratory features. There was no intermittent vibration duplicated during testing. Unrelated to the original complaint, the pump cover was removed and there was internal moisture found on the printed circuit board. There was no moisture or defects found to the vibration motor. The battery compartment was found to be cracked. Additionally, there was a base crack observed between the case seal and the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.